Manufacturer narrative:
This supplemental report is being submitted to provide a correction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported malfunctions have a caused traced to component failure.

Event description:
No additional information received from customer.

Event description:
It was reported, the camera head sheath was torn. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed and determined the following cause: due to poor water tightness of cable unit, water tightness is lost, and the protector is cut. Based on the results of the investigation, the most probable cause of the complaint is cause traced to the user not following the manufacturer's instructions. A device history record-DHR review was conducted, and no issues were identified. The event can be prevented by following the instructions for use which state: ¿never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head sheath was torn. There were no reports of patient harm.